Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had a neurostimulator. It was reported that it was not strong enough and could not go any higher. It couldn¿t control their pain, and they had to switch to a competitor¿s device. There were no further complications reported or anticipated.